Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a black wire popping out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.